Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to pain. Upon explanation the plasma coating had delaminated from the stem and the stem was loose.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. Review of the device history record did not find any deviations or anomalies. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search revealed no additional complaints against the related part and lot combination. Patient activity level and adherence to rehabilitation protocol is unknown. A definite root cause cannot be determined with the information provided. This device is used for treatment.